Event description:
During the implantation process, it was observed that after multiple rotations to adjust the right atrial (ra) lead's position, the lead was extracted for examination. Due to the patient's fibrosis, the helix at the lead's tip had adhered to the cardiac muscle. In the process of detaching the tissue, the lead's tip was inadvertently broken off from the main body of the lead. A timely replacement of the lead was carried out, and the procedure was successfully completed without any reported complications for the patient.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during repositioning, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
During the implantation, multiple adjustments of the right atrial (ra) lead's position were made, after which the lead was removed for inspection. The patient's fibrotic condition caused the helix at the tip of the lead to adhere to the cardiac muscle. While attempting to detach it, the tip of the lead accidentally separated from its main body. The lead was promptly replaced, and the procedure concluded successfully with no complications reported for the patient. This lead is not expected to be returned.